Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided information to reset the pump and assisted the caller with the reset, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction reoccurs, and the caller acknowledged this guidance.